Event description:
It was reported that the nerve was stimulated and would give one quick tone versus the string of tones or there would be no audible or visual reaction to stimulus despite palpating the laryngeal muscle movement. The different audio settings were adjusted and switched back and forth between brief tone and continues which did not make a difference. The physician stimulated 3x while the rep was in there, stating he wanted it to make the tone 4x and stop but it wasn¿t giving any audio ques. He had his finger in the wound and could feel the muscle jumping while stimulating but no audio or visual reaction on the nim monitor. The procedure was completed with the reported product(s). The procedure was extended for three minutes. A thyroidectomy was being performed and a nim vital nerve monitor was being used-unsure of the serial number because they have 3 monitors and the serial number was not noted. No injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.